Event description:
A malfunction was reported on a pump, but there were no notable events preceding it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided instructions for resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the problem reappears.